Event description:
It was reported that there was discoloration with the tray after opening with a 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle. There were 20 packages of syringes that had this condition. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that the package is yellow before use.

Manufacturer narrative:
Investigation summary: bd has been provided with a photo and samples for catalog 301940 lot 1803215 to investigate for this record. Bd has identified the yellowed part of the blister as burnt film produced during the sealing process. As a result, bd was able to verify the reported issue. The burnt film was produced in the sealing die during the primary packaging process. The sealing process works with temperatures around 150ºc, for that reason there is a water refrigeration system to avoid damaging the unit package. Bd concludes that a punctual failure in that system, produced an ineffective refrigeration of the sealing die, so during a stoppage of the machine, the film of the blister gets burnt and produced the reported issue. This a cosmetic defect which has no risk to the health because the yellowed film do not affect the sealing properties of the primary packaging of the product. Considering our in-coming and in-process inspection, no corrective actions are required at this time. We can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection, no actions are required.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was discoloration with the tray after opening with a 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle. There were 20 packages of syringes that had this condition. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that the package is yellow before use.